Event description:
It was reported, as they (the surgical staff) are loading up the screw, when they took a closer look at the screw noticed that there was extra metal in the screw head. Screwdriver wouldn¿t engage with the screw properly.

Manufacturer narrative:
Changed from xia 4.5 polyaxial screw to xia 4.5 blocker inserter short. Method: device history review; functional inspection; complaint history review; risk assessment. Results: the xia 4.5 titanium blocker inserter short was confirmed to have a worn tip via visual, dimensional, and functional inspection. Performance hindering deformation could be seen on the inserter hex tip - the gap is smaller than the specification calls for, which is a cause of insufficient contact pressure to maintain a grip on the blocker. As the tip of the blocker inserter wears and deforms, its ability to fit the blocker bore gradually decreases over time until it results in the current situation. The inserter will not be able to maintain a firm hold on the blockers. Conclusion: the likely cause of this issue is material wear through use.

Event description:
It was reported, as they (the surgical staff) are loading up the screw, when they took a closer look at the screw noticed that there was extra metal in the screw head. Screwdriver wouldn&#38176;engage with the screw properly.